Manufacturer narrative:
The insulin pump was received with up arrow button unresponsive due to corroded keypad traces. Unable to perform the self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. Pump passed stop current test. Pump had cracked case at display window corners, battery tube threads, reservoir tube, broken reservoir tube lip, belt clip slot, minor scratched and cracked display window, and missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly and that they experienced a high blood glucose level of 400 mg/dl. The customer's blood glucose level was 89 mg/dl at the time of the call. Troubleshooting for button error/keypad anomaly was performed. The customer stated that the up button was unresponsive. The customer also stated that there was no significant event leading to the keypad issues and that the time on the clock advanced when monitored for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.